Event description:
It was reported that during a rats (robotic-assisted thoracic surgery), frequent 'unknown device' alerts occurred. The issue happened only when the non-medtronic bipolar cord was connected, and the alerts did not resolve even after disconnecting the cord. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".